Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown. Therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused while a patient was receiving doxycycline. The event was further described as the infusion should have finished by 00:02. There was an occlusion twice for about a minute each time. The occlusion was resolved but there was still a delay of 30 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.